Manufacturer narrative:
Chow h, ip ch, lam yc. Transurethral water vapour therapy (rezum) for catheter-dependent men secondary to benign prostatic hyperplasia: a retrospective study in a hong kong population. Surgical practice. 2024;28(2):87-92. Doi:10.1111/1744-1633.12689. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported in an article titled "transurethral water vapour therapy (rezum) for catheter-dependent men secondary to benign prostatic hyperplasia: a retrospective study in a hong kong population" published the results of a retrospective study conducted to evaluate the safety and efficacy of rezum therapy in catheter-dependent men with benign prostatic hyperplasia (bph). A total of 63 patients with a mean age of 74 years underwent the rezum procedure from january2022 to august 2022. The first trial without catheter was successful in 53 patients (85.5%), and all remaining evaluable patients were able to void spontaneously by 98 days after the procedure. One patient died due to pneumonia before the first trial without catheter, and this event was not reported as related to the device or procedure. Additionally, one patient declined further trial without catheter attempts and opted for long-term catheterization. At the 6-month follow-up, significant improvements were observed in symptom scores, quality of life, post-void residual urine, and prostate size. Some non-serious post-operative events were reported. A total of 11 patients had unplanned readmissions. All readmissions were due to complications from hematuria, urinary tract infections, and urinary retention. One patient with gross hematuria required bladder irrigation. On patient with acute urinary retention had a foley catheter placed. Another patient who had a urinary tract infection and urinary retention was treated with antibiotics. All remaining patients were treated conservatively. No intraoperative complications, device malfunctions, reoperations, or procedure-related complications were reported.